Event description:
It was reported that the patient was not getting good relief. A catheter dislodgement was confirmed. The catheter was replaced. The pump was programmed to deliver a priming bolus to run for 4-6 days. The pump contained bupivicaine, clonidine and dilaudid. The drug concentrations were reduced by 50%. The patient did "fine".

Manufacturer narrative:
Result code used for the catheter.